Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the "no power alarm" didn't sound during smr upgrade. The controller was exchanged and no effect to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller, con182049, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device passed visual examination but failed functional testing due to a failure of the "no power" alarm when both power sources were disconnected. Supplemental testing revealed that the nickel-metal hydride (nimh) battery, which powers the "no power" alarm, had a faulty cell. The "no power" alarm met specifications after replacing the faulty nimh battery with a known working one. As a result, the most likely root cause of the reported event can be attributed to a faulty nimh battery. The manufacturer has opened an internal investigation for failures of the "no power" alarm.